Manufacturer narrative:
This report is being amended to reflect changes. This complaint was identified during review of a journal article, so information about the case is limited. There was no applicable information from the patient history review since no information about the patient was provided. There was no particular product part or lot information provided, so a complaint review could not be performed. It is important to note there was an attempt to request additional information which was unsuccessful. Per the journal article, (B)(6) cases of "cut-outs" were noted out of the (B)(6) cases evaluated. There is no specific information on any of the cases where "cut-out" was mentioned in the article. The article did not claim any defect in the zimmer products that led to "cut-outs". Due to this complaint being identified during review of a journal article there was no product returned; therefore, no physical evaluation could be conducted. The device history records could not be reviewed due to lack of product identification provided. Itst nails are used for treatment. A definitive root cause could not be determined with the information provided.

Event description:
It was reported that an unk number of pts experienced cut-out.

Manufacturer narrative:
Info was rec'd via published literature. Http://www.bjj.boneandjoint.org.UK/content/96-b/8/1029. Full. This report will be amended when out investigation is complete.